Event description:
Reporter alleged blood measured 200 mg/dl back to back with a result of 98 mg/dl when tests were both performed at 9:15am. No action were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.